Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and backflow was observed at the fillport. The direct cause of the leak/backflow condition was due to a white particle approximately 0.20 square mm in size lodged under the checkband. The white particle was identified to be acrylic material via ftir spectroscopy testing. The reported condition was verified. The cause of the white particle could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had solution leak out from the top of the infusor during filling. The infusor was filled with furosemide. There was no patient involvement. No additional information is available.